Manufacturer narrative:
F/g,(B)(6),mr,ous 3.00x24mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Stent strut rows 9 and 10 (counting from distal toward the proximal end of the stent) were damaged and lifted from stent profile. The od (outer diameter) of the remaining undamaged portion of the crimped stent was measured and was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: ¿¿once the stent delivery system has been removed, do not reuse.¿¿ however this device was used during attempts to cross the lesion, removed from the patient and reinserted and used again for further attempts to cross the lesion. (B)(4).

Event description:
It was reported that stent fracture occurred. Vascular access was obtained via the femoral artery. The 16 x 2.25-2.75mm, eccentric, de novo target lesion was located in the non-tortuous and mildly calcified mid to proximal left anterior descending (lad) artery. After pre-dilatation was performed using 2.0x15mm and 2.5x15mm emerge balloon catheters resulting to (B)(4) residual stenosis, a 3.5x38mm synergy stent was deployed in the distal lad and a 3.0x16mm synergy stent was deployed in the mid lad. Subsequently, a 3.00x24mm (B)(6) drug-eluting stent was advanced but failed to cross the distal lesion. The device was removed and dilatation was performed again with a 2.5x16mm emerge balloon catheter at 16 atmospheres for 15 seconds twice. The device was re-advanced but still failed to cross the lesion. The device was removed again and a fracture was noted at the segment of the stent itself. Subsequently, a 2.75x24mm (B)(6) stent was deployed at 14 atmospheres for 10 seconds and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent fracture occurred. Vascular access was obtained via the femoral artery. The 16 x 2.25-2.75mm, eccentric, de novo target lesion was located in the non-tortuous and mildly calcified mid to proximal left anterior descending (lad) artery. After pre-dilatation was performed using 2.0x15mm and 2.5x15mm emerge balloon catheters resulting to 90% residual stenosis, a 3.5x38mm synergy stent was deployed in the distal lad and a 3.0x16mm synergy stent was deployed in the mid lad. Subsequently, a 3.00x24mm promus element¿ plus drug-eluting stent was advanced but failed to cross the distal lesion. The device was removed and dilatation was performed again with a 2.5x16mm emerge balloon catheter at 16 atmospheres for 15 seconds twice. The device was re-advanced but still failed to cross the lesion. The device was removed again and a fracture was noted at the segment of the stent itself. Subsequently, a 2.75x24mm promus element stent was deployed at 14 atmospheres for 10 seconds and the procedure was completed. No patient complications were reported and the patient's status was stable.